Event description:
This study evaluated the outcomes and the predictive factors for additional proglide deployment in percutaneous endovascular aortic repair (pevar ) procedures with the preclose technique. The study concluded that additional proglide device deployment decreases the rate of surgical repair after primary hemostasis fails in pevar and that anterior common femoral artery wall calcification is a significant predictor for additional proglide device deployment. Complications noted with proglide devices included failure to achieve hemostasis, suture slipknot [suture retrieval issue], technique failure, and use of proglide in a high femoral bifurcation above the inguinal ligament, resulting in additional proglide device deployment, surgical repair, ultrasound guided probe compression and surgical repair to treat pseudoaneurysm, and prolonged hospitalization. Before intervention, evaluation of the severity and location of calcification at the puncture site and attempts to avoid anterior wall calcification is crucial in determining the success of the technique. Specific patient information is documented as unknown. Details are listed in the attached article, titled ¿predictive factors for additional proglide deployment in percutaneous endovascular aortic repair¿.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of pseudoaneurysm and the relationship to the product, if any, cannot be determined. A definitive cause for the reported needle to cuff miss, failure to achieve hemostasis, insufficient information could not be determined. Based on the information reported through the research article, a conclusive cause for the reported needle to cuff miss, failure to achieve hemostasis, insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention was likely related to case circumstances. The patient effect of pseudoaneurysm is listed in the electronic proglide instructions for use (IFU) as potential adverse events of use of the device. The device was used at a high femoral bifurcation above the inguinal ligament. It should be noted that the electronic proglide IFU states: do not use the perclose proglide smc system if the puncture site is located above the most interior border of the inferior epigastric artery and or above the inguinal ligament. Do not use if puncture site is located in the superficial femoral artery or the bifurcation of these vessels, since such puncture site may result in pseudoaneurysm. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event: estimated. Device code 1494 clarifier: indication for use. Attached article, titled ¿predictive factors for additional proglide deployment in percutaneous endovascular aortic repair¿.